Event description:
Clinical study. Same case as 6000089-2006-01345. It was reported that 65 days after a coronary drug eluting stenting treatment procedure, the patient experienced a mild hypersensitivity reaction. The lesion being treated in the index procedure was a 3.0mm, 100% stenosed, 30mm long portion of the proximal right coronary artery (prox rca). The physician treated the lesion with predilatation ans successful placement of a taxus liberte' 3.00x32mm stent in the target lesion. A dissection occured. The physician then placed a taxus liberte 3.50x8mm stent overlapping the previously placed stent distally. There were no further complications. The patient was discharged the next day on plavix and aspirin. Sixty five (65) days after the initial procedure, the patient experienced a mild hypersensitivity reaction due to an unknown source. As a result all medications were discontinued and the outcome is ongoing. In the opinion of the physician the hypersensitivity is not related to the taxus stent. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information becomes available; a supplemental medwatch report will be filed.